Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure it was noted that the patient's right ventricular lead exhibited elevated high voltage impedance values. Looking at the patient's previous device history revealed high, high voltage impedance values one year prior. Programming changes were made. The patient's condition was stable throughout the event.